Event description:
The company received, where it was claimed that the tube developed a cuff leak during pt use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.

Manufacturer narrative:
(B) (4). The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.